Event description:
It was reported that the patient was implanted with a 4.5 cm cuff artificial urinary sphincter (aus) originally. This took the patient from over six pads per day down to one pad per day. The patient was not satisfied with his level of incontinence. The physician reviewed the patients level of incontinence and decided to implant a second cuff, so the patient underwent a surgical procedure in which the rest of the device remains in service and a second cuff was added.